Event description:
During a lap hysterectomy procedure, the hand activation buttons on the device did not function properly. During the case there were times when the buttons were depressed and the device did not activate. There was no pt consequence.